Manufacturer narrative:
The actual sample was returned to bard in two pieces. The sample was visually inspected finding the drain broken at one of the drainage eyes. The broken surface had jagged eges which is indicative of excessive force having been applied to the drain beyond its tensile capabilities. There was nothing noted in the returned sample that showed any mfg related deficiencies. The device history record could not be reviewed because the lot number was not provided. As a finished good, qa performs random visual inspections for damaged components prior to product release. The instructions for use states the following precautions "add'l perforations should not be made in the drain. Avoid suturing through drain. Drain should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drain should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drain should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks." (B)(4).

Event description:
It was reported that a drain placed in a male pt during an appendectomy broke upon removal. The drain was removed slowly but there was still some resistance noted. The physician continued to pull without any extra force. There were no sutures placed through the drain and care was taken to avoid suturing the drain during closure of the wound. The drain was not pinched while in place and its condition was checked periodically. The pt was taken to surgery for removal of the broken drain piece under general anesthesia. The pt has fully recovered.